Manufacturer narrative:
To date the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The user facility reported that a little difficulty occurred while threading the catheter upon insertion. No attempt was made to pull back the cathete;, however, upon removal of the needle and the catheter, the physician discovered that the catheter had been cut off, leaving 5 cm under the skin. This would likely require another operation for retrieval. The device is being returned for evaluation. Additional information has been requested.